Event description:
The customer alleged that she performed control tests using her contour system and received results of 300 and 400 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer did not have her test strips with her at the time of the call, so it was not possible to obtain that info. The customer was advised to return her test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.